Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that their one touch mini lancer broke and they were unable to test their blood glucose. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that on (B)(6) 2010 at noon, he attempted to test his blood glucose and was unsuccessful since the back of the lancing device broke and the inside of the lancing device all fell out. The patient continued to take his usual dosage of medication. Approximately 2 hours later the patient developed symptoms of excessive thirst and also felt dizzy. The patient then self-treated himself with insulin. The patient as not tested on another device. The patient denied any misuse of the lancing device and this was not the first time the product was being used. The product was replaced. No further clinical information was provided. It would have been helpful to know whether the patient attempted to test his blood glucose using just the lancet or using another lancing device. The complaint is being reported since the patient alleged that due to the broken mini lancer, he was unable to test and developed symptoms suggestive of a serious injury and had to self-treat with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.